Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and power supply testing without duplicating the report. The battery connections and auxiliary power connections were visually inspected with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs was not able to confirm the report. The battery and ac power supply that were used were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.